Event description:
During index procedure, the lesion was pre-dilated and the patient had one endeavor sprint drug-eluting stent successfully deployed at mid lad. Approximately 24 months post the index procedure radio isotope (ri) test was carried out and confirmed possible anterior myocardial infarction. Approximately 27 months post index procedure, balloon only pci of the lad was carried out in treatment for instent restenosis. The investigator has indicated the event was not related to the device.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Manufacturer narrative:
The patient is in remission post revascularisation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.